Event description:
A talent stent graft device was successfully implanted into a patient for the endovascular treatment of a thoracic aortic aneurysm. There was a 28 mm surgical graft prior to stent graft placement in the abdominal, the first device a talent stent graft, was placed proximal to the 28 mm surgical graft. It was reported that there were two devices successfully deployed building up from the bottom. The second device tf4040c114x (mdr2953200-2009-00456) was implanted. The physician repositioned the guidewire incorrectly and inadvertently inserted the guidewire through the apexes of the second stent graft. While the guidewire was incorrectly placed the physician advanced the third delivery system tf4444c113x through the apex resulting in an aortic perforation. There are no films available. The physician was unable to control the bleeding and the patient expired.

Manufacturer narrative:
Evaluation results: (death). (Inserted the guidewire through the apex of the stent graft).